Event description:
It was reported that the patient experienced urine leakage with the artificial urinary sphincter. The patient had been traveling and it was suspected the device is damaged. The patient is expected to undergo a replacement surgery. Additional information received indicated the artificial urinary sphincter was originally implanted around (B)(6) 2019. The specific cause of the malfunction was unknown, but the physician suspected that change in atmospheric pressure from overseas airfreight might have caused the system. The artificial urinary sphincter was removed and replaced. The patient condition was stable.